Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call cosmetic damage and no delivery issue. The customer's blood glucose was 10.3mmol/l at the time of call. Trouble shooting was performed and found reoccurring insulin blocked alarms already completed trouble shooting on previous reports. Customer states they have tried all remedies. Customer also reported cross-like crack on the middle button. Advised a free silicone case will be provided with device replacement to help protect it from future cosmetic damage. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly. Device received with cracked keypad on act button.